Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct225 25.0 diopter) was explanted from patient¿s left eye in secondary surgical procedure because of patient experiencing decreased visual acuity and myopia. Reportedly another lens with same model and same diopter was used as replacement for the patient. There was no incision enlargement, no sutures, no vitrectomy required. Patient was doing fine at discharge. Visual acuity pre-op (pre- initial implant)? 20/40-1, visual acuity post-op (post- initial implant)? 20/100, visual acuity post-op (post-replacement)? 20/40+1, no further information provided.